Event description:
It was reported that while attached to a patient, the external pulse generator (epg) switched off a couple of times without a reason while the battery was okay and recently replaced. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: an incoming functional test was performed, no anomalies were found. It was noted that the battery contacts were contaminated. The battery removal performance was checked with a power supply on the workbench, no anomalies were observed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.